Event description:
This 43 yr old female had a "bam" in 1979 with implantation of silicone gel breast implants. The name of the implant MFR is unk to this reporting facility. She recently noticed that the right breast was smaller than the left. A mammogram revealed lobular densities in the right consistent with extracapsular rupture. At the time of surgery, there was noted to be extracapsular rupture of the right and intracapsular rupture of the left implant. Gross exam: both implants are obviously ruptured. The right implant weighs 128 gms and the left weighs 148 gms.